Manufacturer narrative:
Concomitant medical products: product ID: 977a260, product type: lead. Product ID: 977a260, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the reprogramming for leg pain helps at first but was not lasting. X-rays done on (B)(6) 2019 revealed lead migration to t10/t11 so reprogramming was done again based on the lead position. The event was possibly related to the device or therapy and possibly related to the implant procedure. The event is ongoing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6)implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was not due to programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received .it was reported that the patient stated that they do not use their stimulator at night because it creates a feeling in his leg that is uncomfortable like it is too strong or tingles too much. Patient was advised to called mdt representative for help with either reprogramming or change in settings and no further action was planned. Patient stated that they understood the advised. No further complications noted or anticipated

Manufacturer narrative:
Product ID 977a260, serial#(B)(4). Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received .it was reported that the patient stated that they do not use their stimulator at night because it creates a feeling in his leg that is uncomfortable like it is too strong or tingles too much. Patient was advised to called mdt representative for help with either reprogramming or change in settings and no further action was planned. Patient stated that they understood the advised. No further complications noted or anticipated.